Event description:
It was reported that the patient's right femur was revised due to non-union of a femoral neck fracture. Pre-op x-rays also showed a broken distal screw. Intra-operatively, the nail was found to be broken where the lag screw passes through the nail. Patient was revised to a hemi hip construct including a restoration modular stem construct.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no evidence was provided. With the given information, no deficiency of the lag screw in question was verified. The labelling points out that for successful results a timely bone healing is required; this state must be achieved within a medically recognized period [confirmed by scientific analysis about 6 months] in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. Furthermore, delayed union or non-union of the fracture site are clearly pointed out as adverse effects and may be clinical rather than device related. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. No medical records were available for review. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case the item and / or substantive information will become available in future that suggests otherwise; the file will be reviewed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text: device retained by hospital.

Event description:
It was reported that the patient's right femur was revised due to non-union of a femoral neck fracture. Pre-op x-rays also showed a broken distal screw. Intra-operatively, the nail was found to be broken where the lag screw passes through the nail. Patient was revised to a hemi hip construct including a restoration modular stem construct.